Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the latch lock flex sensor was faulty. The latch lock flex sensor was replaced.

Event description:
It was reported that the pump was not detecting lock. The issue was discovered during testing. There was no patient involvement.